Manufacturer narrative:
(B)(4) - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set soft cannula bent events on and off for the past 3 months since 05-feb-2024. Event occurred within three hours of insertion. Insertion site was at abdomen. Blood glucose levels were 362 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.